Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review. Following review of the submitted log files, it appeared there were routine power cable disconnects during power changes. The log files, otherwise, captured routine events and the mechanical circulatory support (mcs) equipment appeared to have been operating as intended. A photo of the system controller power cable was submitted for review as the patient had noticed a green sticky liquid coming out of the black battery cord. There was a small tear on the cord where the goop was leaking out of. The patient visited the clinic and log files were run. The system controller was exchanged due to the repeated amount of liquid coming out. The new log files did not contain any electrical conductor issues within the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black power cable jacket and fluid ingress was confirmed via the evaluation of the returned system controller. The system controller, serial number (B)(6), was returned for analysis with a cut in the black power cable jacket and fluid ingress coming out of the cable. There was no damage to the underlying wires observed. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The controller was opened and inspected. Fluid ingress was observed all over the inside of the housing. A review of the submitted controller event log files spanning approximately 13 days (28may2025 ¿ 09jun2025 per time stamp). There were no notable alarms active in the log file pertaining to cable damage or fluid ingress. Multiple attempts were made to obtain additional information from the customer regarding any adverse events; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.